Manufacturer narrative:
Correction: event date b3 has been updated. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735762, serial/lot #: (B)(6):- medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736217, lot number #: 007-2390637 h3) the computer was returned for analysis. The reported problem could not be duplicated. Measured the accuracy to be off by .9mm and the accuracy fell within an acceptable range of 3mm. Possible cause of the reported problem would be if the patient was moved, or the reference frame was moved after tracing the patient would cause the reported problem. The patient must be retraced to achieve accuracy if either the frame or the patient is moved. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735521ent:- medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3, h2: this complaint was originally submitted on (B)(6) 2025, with the aware date of (B)(6) 2025. Follow up with the representative was completed due to there being multiple occurrences of inaccuracies at this site. It has since been confirmed that this case was originally opened due to the representative being told vague information regarding the specific number of occurrences and event dates of when the inaccuracies occurred. As such, four complaints were submitted with generalized dates to be cautious. It has since been confirmed that an inaccuracy did not occur with this system on (B)(6) 2025. However, after submission of the complaint, an inaccuracy did occur on (B)(6) 2025. Rather than submit a new complaint, the dates are being updated in this complaint to reflect an accurate occurrence date. As such, the event/aware date of this malfunction is being updated from (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: the software team reviewed the archive. One of them had the registration data. 2 touch points were collected and were confirmed. Trace was also used and there was an accuracy of 1.5mm. There was a green zone of accuracy around the nose region. Few points collected on the forehead were in the air, and a few points on the forehead and nose were a bit deeper to the skin. 1.5mm was a good accuracy where they received a green zone in the area of interest. They also tried to reproduce the same behavior in house but could not reproduce this case. Requesting to cover the broad areas for better accuracy. Suggesting to take trace more points through out the blue area as per the protocol and by touching lighter on the skin for the best registration accuracy. There was insufficient information to determine whether a software anomaly contributed to the reported behavior. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736218, serial/lot #: -, ubd: -, UDI#: - h3: a manufacturer representative went to the site to test the equipment. In summary, the solid-state drive (ssd) was exchanged. How ever, there were still issues with precision of about 1cm. Codes fdm b01, fdr c02, fdc d02 are applicable to this analysis. Correction: section d was updated with the correct system involved with this event. There was no issue related to the system previously reported. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 9736217 (lot: -); product type: h3: no parts have been received by the manufacturer for evaluation. Codes fdm b17, fdr c20, fdc d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that a new navigation system was installed at the customer's site a couple of weeks back. During at least three occasions, the precision had been off by ~10 mm despite a good registration. Medtronic representatives (rep) have been on site and couldn't see any issues with manual user issues. There was good precision at the skin. The solid-state drive (ssd) had been changed but with no change. Medtronic navigation was aborted. The event caused a surgical delay of less than one hour. There was no impact on patient outcome.